Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet due to an infusion set issue, as the needle guard was found still attached to the teflon cannula after removal of the first set, suggesting improper deployment or connection that impaired insulin delivery. Symptoms included elevated blood glucose, with a reported value of 307 mg/dl. Outcomes included user-led troubleshooting and education, infusion set and cartridge replacement, and resumption of insulin delivery without hospitalization. Investigation included customer interview and troubleshooting focused on infusion set deployment and connection. Investigation of this case revealed an infusion set deployed incorrectly or an infusion set connector not attached correctly, consistent with obstructed insulin flow at the cannula. It was concluded, based on previously established findings for similar reports, that user technique and an incorrectly deployed infusion set were the most likely causes.